Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was sore at the battery site and the system was removed. The healthcare professional (hcp) gave the patient antibiotics prior to surgery, but the battery site was still sore. The entire system was removed, because an infection was suspected. They replaced it with a new system on the contralateral site. The issue was resolved at the time of the event. There were no device issues reported, and no further patient complications reported at this time.